Event description:
The customer reported the ventilator failed the extended self test (est) because the unit would not build pressure. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the problem. The service technician reported the ventilator would not build pressure during testing. The service technician replaced the exhalation valve to address the findings. Extended self testing (est) and performance verification testing was completed and the unit passed per operating specifications. Upon factory failure analysis, the reported problem was confirmed due to damage noted on the exhalation valve.

Manufacturer narrative:
Exhalation valve.